Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (274 mg/dl). During troubleshooting with tandem technical support, it was noted that the luer lock connection was not screwed on correctly possibly (crooked). The customer was able to unscrew and reconnect at the luer lock connection, tighten the luer lock connection, prime the tubing and a bolus was taken to stabilize bg level.